Event description:
It was reported that the otw trek coronary dilatation catheter inflated fine in the 90% stenosis, very long lesion in the proximal to mid right coronary artery. A lot of resistance was met when the trek was being removed from the hi torque floppy ii guide wire, but it was successfully removed from the wire. Another balloon was loaded and removed from the same wire without incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Event and therapy dates: estimated dates. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.